Event description:
It was reported that the atrial lead exhibited failure to capture. Prior to the lead replacement surgery, upon interrogation, the atrial lead exhibited no malfunction. The physician decided to not to replace the atrial lead and performed reprogramming. The patient was in stable condition.